Event description:
The consumer reported that her previous device worked like a charm and she used it for seven years. The patient stated that she now had her current device and was back to her feet being blue and purple and it was not working like she thought it would. The patient noted that their back got all messed up and the cervical. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.